Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported error alarm led failed. It is unknown if the unit was in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
Date rec¿d by MFR : 14jun2019, date of report : 24jul2019. The manufacturer¿s technical services confirmed the reported issue. Tech support advised that the cause is either the overlay panel or the power management (pm) pcb. Swap either pm pcb or user interface (ui) module to determine cause. The customer was provided with the part numbers for both the power management and user interface. The customer replaced the defective power switch overlay. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No part was returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.